Event description:
Per complaint (B)(4), patient experienced lack of primary stability.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Patient information is unknown. Implant and explant date are unknown.